Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of insulin flow was blocked on (B)(6)2024, where insulin exited with greater than normal resistance when the plunger was pushed. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states